Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported is confirmed through returned product analysis. Visual examination of the returned product identified signs of use as well as wear and tear. There are rotational scratches down the length of the shaft of the reamer. There is also scratching on the flange of the stepped cutting head. The tip of the reamer head has also cracked in multiple places as shown in the photos the device has a possible field age of 1+ years. Verified etches and all product identifiers to confirm the reamer is conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a guide pin became stuck in a post reamer, resulting in a split at the tip of the reamer. It was additionally reported that the surgery was completed with a backup reamer. It was reported that no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; e1; g1; g3; g6; h1; h2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H6: proposed code: mechanical (g04), drill. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a guide pin became stuck in a post reamer, resulting in a split at the tip of the reamer. There was no patient involvement. Attempts have been made and no further information has been provided.